Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and passed a self-test. The pad-pak was then removed and reinstalled on (B)(6) 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the last log entry on (B)(6) 2015. The pad-pak was removed and reinstalled on multiple occasions. The device records power ups containing nonsensical data during this time suggesting the user removed the pad-pak to power off the device rather than using the on/off button or the pad-pak was incorrectly seated within the device. It is reasonable to conclude that devices returned for the reported fault may be attributed to damaged pogo-pin/ membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Upon visual inspection of the device the pogo pins were observed to be bent and stuck inside the device and failing to spring into position. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.